Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit turned off. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Arrived on site to evaluate device per "unit turned off while on a patient. Upon arrival the device was located at the nursing desk in cvicu and unit was not connected to a/c power. Connected device to a/c power, turned unit 'on', and confirmed the 'system test ok' message was displayed. Connected known iab, known system trainer, and initiated autofll. Device successfully completed autofill and continued pumping on ECG trigger at 80bpm for an additional 60 minutes without any alarms or abnormal function occurring. Powered unit down and investigated logs. Confirmed reported complaint based on data contained within logs and placed order for parts. Affixed red sticker to device indicating unit is not cleared for clinical use at this time and informed customer. Returned to site and replaced video generator board based on data contained within the logs. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Left unit to running on internal trigger at bpm for 24hrs. 03-28-2023 af: unit has been running with internal trigger source at 80bpm with no abnormal function or alarms occurring. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received video gen. Board. This part was received with a reported unit failure message of unit shutdown at approximately 2100hours, screen was completely blacked out. Performed visual inspection of this part received and part looks to be in condition. Installed the video gen. Board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify and observed any alarms or abnormal function occurring while testing. The failure analysis and testing department let the unit pumping for 5-6hours. Video gen. Board passed testing. Sending board to the supplier as per procedure 0002-07-d008 rev an. The fat dept. Received video gen. Board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. During the initial ict test, the result was a passe. However, the fct test encountered a touchscreen error. There is suspicion that component u41 might be faulty. Please see attached received document from supplier for their investigation. Retaining this board in the fat dept. Per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.